Event description:
While treating this patient with extracorporeal photopheresis (ecp) had #45 - red cell pump alarm x6 - followed the recommended guidelines for troubling shooting the alarm to include: decreased collection rate from 35 - 25, then to 20ml/ min; stopped centrifuge x4; rotated the red cell pump segment clockwise then counter clockwise 3x resulting in #9 -blood pump error (expected); unable to resolve; lowered wbp to 551ml to initiate early buffy collection per advisement from therakos. Buffy collection should occur at 1460ml (+ or -) wbp therefore, this resulted in a partial treatment. Patient stable throughout treatment with no complaints. Therakos did not want the kit returned nor would issue a kit credit.